Manufacturer narrative:
A device history record could not be reviewed because a lot number could not be provided by the customer. However, all record from manufacturing lots were reviewed and ensure that products were released meeting all quality release specifications at the time of manufacture. One decontaminated drainage bag was received for evaluation. A visual inspection was completed according to the product specification procedure, however, based on the visual and functional evaluation, the reported condition was not confirmed, since the returned catheter did not present an obstruction when removing the sterilized water from the balloon. The condition reported by the customer was not confirmed. Were found in the sample received; the sample were found to perform according to quality specifications. An action plan is not considered necessary as the sample received are within specification. We will continue to monitor the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: during testing of the balloon, after indwelling the catheter, the sterile water in the balloon was unable to be pulled out. Several attempts were made however, the water was unable to be removed from the balloon.